Manufacturer narrative:
As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.212 kgf in average and 0.0186 kgf in minimum and fulfilled ep requirements. Without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. No CAPA is necessary

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 date of event: unknown patient information: unknown when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "during a cabag surgical procedure the needle detached from the suture." Patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted.